Event description:
Procedure: lung resection. According to the reporter: the handle locked up at halfway through the 4th firing and the jaws would not open. The instrument was resected with new stapler and sulu.

Manufacturer narrative:
Initial report sent to FDA on 09/29/2008.